Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Pump also received with broken battery tube threads and cracked case behind the pump near the battery compartment.

Event description:
The customer reported via phone call that the when getting out of water they noticed insulin pump was blank and when inspecting it noticed a crack on the back where the battery compartment is. The customer blood glucose level was 85 mg/dl. Customer stated no physical damaged to the reservoir lip ring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.